Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault). The cause for the failure was isolated to a damaged defibrillator pca. The pca had cracks near the j1003 connector, damaging the board's traces. The monitor showed signs of physical abuse. The root cause for damaged traces was mechanical force from physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.